Event description:
It was reported that during an iliac artery stenting procedure, stent migration occurred. The lesion was located in the minimally tortuous left external iliac artery. The 8 x 24mm sentinol stent was advanced to the lesion and deployed; upon withdrawal of the stent delivery system, the stent migrated. Several attempts to reposition the stent were unsuccessful. The procedure was successfully completed by another 8 x 24 mm sentinol deployed in the proximal end of he lesion to secure the first stent to the vessel wall. No further patient complications were reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.